Event description:
It was reported, to medtronic minimed. That the customer, experienced damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1712kl. Customer reported, physical damage (crack or scratch) on the pump. Not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received, with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test, due to the critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink 3 files. A review of the pump history file reveals on 8/17/2024 at 10:30, a pump error 35 alarm was triggered, which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted, during a physical inspection: scratched case, cracked battery tube threads and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed, due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.